Event description:
It was reported that during the implant procedure of this implantable cardioverter defibrillator (ICD) system, the defibrillation threshold (dft) test was unsuccessful. This system was implanted in the right side of the body of the patient due to infection from a previous system on the left side. Dft testing failed at 31j with this right ventricular (rv) lead likely due to the right sided positioning of the device. The physician opted to replace this right ventricular (rv) lead and a new lead was implanted resulting in a successful dft test at 31j. No adverse patient effects were reported. It is not expected to receive this lead for analysis.